Event description:
The consumer via the manufacturer representative reported that the patient experienced a loss of therapy in (B)(6) 2016. There were no reported falls or trauma that could be related to this issue. Impedance measurements were greater than 20000 ohms on electrodes 0,1, 2, 3, 4, 6, 7, and 10; all other combinations appeared fine (including electrodes 5, 8, 9, 12,13, 14, and 15). The patient was reprogrammed to electrodes 0, 1, 2, and 4 for left rib pain. The patient's indications for use included radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.